Event description:
It was reported in a journal article that the primary total hip arthroplasty group had 11 (eleven) complications occur, 3 (three) of which were loosening of unknown stem and underwent re-operation. Follow-ups to gather additional information are currently in process. The reported event was identified during review of a journal article: biniam et al literature review. Title: differences in perioperative outcomes between conversion total hip arthroplasty after previous proximal femur fracture and primary total hip arthroplasty

Manufacturer narrative:
(B)(4). B3: event date is the publication date of the article. G2: biniam b, bourget-murray j, beaulé p, kim p, gofton w, grammatopoulos g. Differences in perioperative outcomes between conversion total hip arthroplasty after previous proximal femur fracture and primary total hip arthroplasty. Arthroplast today. 2025 may 24;33:101715. Doi: 10.1016/j.artd.2025.101715. Pmid: 40510198; pmcid: pmc12159947. G2: foreign: canada. H6: proposed component code: mechanical (g04) ¿ stem. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6 reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
No additional information available for the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026 to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.